Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records detailing the alleged injury of ¿additional surgery¿ were not provided.] (B)(6) 2005: (B)(6). Operative note. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Operation: repair of ventral hernia with mesh. Anesthesia: general, endotracheal. Complications: none. Loss of blood: 50 milliliters. Pathology: none. Findings: multiple small ventral hernias in the midline connecting to create approximately 15 centimeter area defects vertically. This was repaired with gore dual mesh. No significant bowel adhesions. Procedure: ¿the patient was brought to the surgical suite and placed on the table in supine position and adequate endotracheal anesthetic was given. After sequential compression device was placed and foley catheter placed, patient was prepped and draped in the usual fashion. Midline incision was made and dissection with electrocautery. Hernia defects were dissected free and opened with no bowel contents. The areas of multiple hernias were connected using electrocautery creating one larger defect. The fascial edges were dissected free to identify the area of suturing. Some omental adhesions were taken down and the bowel was completely freed from the abdominal wall. Hemostasis was obtained with electrocautery. The gore dual mesh was obtained and cut to approximate size and shape. A 15 x 19 centimeter piece was obtained. This was sutured in place using interrupted and running 0 prolene sutures with complete repair. The defect repair was checked with good repair and no remaining defects and no significant tension. The wound was copiously irrigated with saline and aspirated and complete hemostasis was obtained. The subcutaneous tissue was approximated with running 2-0 vicryl sutures. The skin was closed with staples and sterile dressing applied. All counts were correct. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.¿ (B)(6) 2005: (B)(6). Implant sticker. Implants: gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 03455728. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial ((B)(4)) was implanted during the procedure. (B)(6) 2005: (B)(6). Discharge summary. Discharge diagnoses: ventral hernias. Abdominal pain secondary to ventral hernias. Procedures: abdominal ventral hernias repaired with mesh. History and physical: status post gastric bypass in august 2004; had approximately a 100-pound weight loss. Presenting with recurrent intermittent abdominal pain. CT scan which revealed multiple ventral hernias. Hospital course: underwent open ventral hernia repair with dual air mesh. Postoperative, did fairly well. Ready for discharge on april 23, 2005. Her abdominal incision was looking good with no signs of infection. Follow up next week. No heavy lifting and no driving while in significant pain. Off work until seen in office. (B)(6) 2005: [missing records: records for the CT scan showing ¿multiple ventral hernias¿ were not provided.] (B)(6) 2005: cushing (B)(6). Operative note. Preoperative diagnosis: pelvic pain. Menometrorrhagia. Endometriosis. Postoperative diagnosis: pelvic pain. Menometrorrhagia. Endometriosis. Infected abdominal mesh. Ventral hernia. Operation: total abdominal hysterectomy. Excision of infected abdominal mesh per dr. Pittman. Repair of ventral hernia per dr. Pittman. Anesthesia: general. Loss of blood: 350 cc. Description of surgical procedure: ¿the patient was taken to the operating room and after obtaining adequate general anesthesia, she was prepped and draped in a supine position. The patient had stated that she had noticed some drainage from her umbilicus and during the prep this was also visualized. A midline skin incision was made using the scalpel through her previous midline scar. This was carried down to the fascia which was incised using the scalpel. The rectus muscles were separated bluntly. The parietal peritoneum was entered bluntly and the incision was extended superiorly and inferiorly under direct visualization. The o¿ connor o' sullivan retractor was placed in the incision and the bowel was packed away with wet laparotomy sponges. The cornu of the uterus was grasped using six inch clamps. The round ligaments bilaterally were suture ligated and incised. The patient had been noted to have a previous right oophorectomy and the window was made in the mesosalpinx and the heaney clamp was placed along the infundibulopelvic ligament removing the right fallopian tube. On the left, a window was made in the mesosalpinx and the uterine ovarian ligament was clamped using heaney clamp, incised and suture ligated. There is excellent hemostasis noted. The uterine arteries were skeletonized bilaterally, clamped using heaney clamps, incised and suture ligated. The uterosacral and cardinal ligaments were serially clamped, incised and suture ligated. Two heaney clamps were placed at the base of the cervix and the uterus and right fallopian tube was removed using jorgenson scissors. The vaginal cuff angles were closed using 0 vicryl with a heaney type stitch. The remainder of the vagina cuff was closed using figure-of-eight stitch of 0 vicryl. The operative site was irrigated with normal saline. There is excellent hemostasis noted. At this time, the umbilicus was explored and once some pressure was put on the umbilicus, a large amount of purulent material was noted to come from the umbilicus. The patient had previously had a ventral hernia repair with mesh done in the spring. Dr. Pittman was then consulted intraoperatively and then came to evaluate the patient. He found that the mesh that had been placed previously was infected and proceeded to excise the infected mesh and repair the ventral hernia. He will dictate this portion of the surgery. On evaluating the pelvis after dr. Pittman had excised the infected mesh, the right infundibulopelvic ligament was noted to have some bleeding. This was clamped using a hemostat and suture ligated using 0 vicryl. There was excellent hemostasis. Dr. Pittman did proceed with closure of the incision using double stranded pds. The skin was closed using stainless skin staples. The sponge and needle counts were correct x 2. The patient tolerated the procedure well and went to recovery in stable condition.¿ (B)(6) 2005: (B)(6). Operative note. Preoperative diagnosis: infected abdominal wall mesh. Postoperative diagnosis: infected abdominal wall mesh. Ventral hernia. Assistant: (B)(6). Operation: removal of infected abdominal mesh. Primary ventral hernia repair. Operative findings: dr. Babb initiated the procedure to perform an abdominal hysterectomy and in doing so completed this procedure and then was inspecting the drainage of the umbilical region and revealed purulent fluid draining from the umbilicus. This was probably infected mesh and I was called for intraoperative consultation. The old mesh was found to be quite inflamed and infected requiring removal of the old mesh and primary repair of the hernia. Anesthesia: general endotracheal. Description of surgical procedure: ¿after undergoing general endotracheal anesthesia, dr. Babb proceeded with her portion of the procedure and this procedure was completed. I was called for consultation. Upon examining the abdominal wall, there was a large amount of inflammatory tissue present in the fascia with the hold [sic] mesh being present. The old mesh was clearly infected and required removal. The incision was extended superiorly and dissection was continued down to the old fascia and taken down to the intraabdominal wall with electrocautery and sharp dissection. The old mesh, including the quite thickened abdominal wall fascia, was excised. The abdominal wall fascia measured approximately 1 inch in thickness in some areas. The old abdominal wall inflammatory tissue and mesh were removed. The abdomen was copiously irrigated with normal saline. Hemostasis was well controlled. The small opening was made in the umbilicus which was repaired with a subcuticular 4-0 vicryl suture. The midline fascia was closed with running double stranded #1 pds from below, tied in the middle and buried the knot. The wound was irrigated with saline. The midline skin was then closed with skin staples and a dry dressing was placed. Estimated blood loss was 350 cc for the entire procedure. The patient tolerated the procedure very well form beginning to end. She was taken back to post anesthesia and recovery in stable condition.¿ (B)(6) 2005: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2005 procedure was not provided.] (B)(6) 2005: [missing records: records of the cultures obtained that revealed ¿methicillin-resistant staph aureus¿ were not provided.] (B)(6) 2005: (B)(6). Discharge summary. Presented with complaints of menometrorrhagia, pelvic pain, dysmenorrhea, endometriosis; had total abdominal hysterectomy. During procedure was noted to have an abdominal wall abscess. Previously had mesh placed in order to repair a ventral hernia in april 2005. Dr. Pittman excised the infected mesh and repaired the ventral hernia. Cultures on her abscess revealed methicillin-resistant staph aureus; sensitive to vancomycin and bactrim. Postoperative course unremarkable. On day of discharge she is without complaints. Exam: temperature max- 99.0. Abdomen soft, nontender, nondistended, normoactive bowel sounds, incision clean/dry/intact. No signs of infection. Assessment/plan: status post total abdominal hysterectomy, excision of infected mesh, ventral hernia repair, methicillin-resistant staphylococcus aureus infection. Discharge home; bactrim ds, diflucan, pelvic rest for 6 weeks, no lifting greater than 10 lbs. Or driving for 2 weeks. Call for fever greater than 100.5 or increased pain. Follow up in 4 days for staple removal. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2005, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2005, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal wall abscess, mesh infection, inflamed fascial tissue, mesh removal and additional surgery. Additional event specific information was not provided.